Event description:
Approximately 6 month(s) post-operative of a left tsa, the patient presented with sensorimotor deficit. The patient complains of decreased mobility in the wrist of the surgical arm. No actions were taken on behalf of the patient and the outcome of this event is considered continuing. The clinical report indicates that this event is unlikely related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-01-12 - equinoxe humeral stem primary press fit 12mm: a850461; 320-36-00 - 145-deg pe 36mm hum liner +0: a596230; 320-10-00 - equinoxe reverse tray adapter plate tray +0: a855707; 320-31-36 - glenosphere, 36mm: a620024; 320-35-03 - small posterior augment glenoid plate, left: a835060.